Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified and heavily tortuous vessel in the obtuse marginal (om) artery. The 3.0x33mm xience skypoint stent delivery system (sds) met resistance during advancement and failed to cross due to the anatomy. There was resistance with the anatomy during removal. The sds was removed as a single unit. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.